Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that the sheath had been pulled back completely. Magnifying inspection of the area where the stent had been mounted found no kink, no deformity or no other visible anomaly. Magnifying inspection of the two connecting points of traction wires and the sheath found that the both points were fixed firmly. The length and the outer diameter of the sliding part were measured and confirmed to meet the factory specifications. X-ray fluoroscopic inspection of the deployment handle revealed that the traction wires had been rolled back 40 clicks. Reproductive testing was performed and the state of stent deployment by the number of clicks was checked with a factory retained current product sample. Upon three clicks, the end of the stent touched the marker. Upon 10 clicks, the stent started to expand. Upon 35 clicks, the stent was deployed completely. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: as a guide, stent deployment commences on rolling back the thumbwheel 5-10 clicks for stents up to 100 mm long and 10-15 clicks for stents at least 120 mm long. Carefully roll back the thumbwheel one click at a time and adjust the position of the stent just prior to deployment if necessary (otherwise the stent can be deployed in the wrong position). Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved misago was used during the procedure. It was a right iliac case; 90% stenosis. The opening of the iliac had been calcified. Left radial approach with r2p destination. Pre-dilation with senri 7.0-40. Stenting with r2p misago 8.0-40 was attempted. With 4 clicks only the stent was deployed completely. The procedure outcome and final patient impact was not reported. There was no immediate patient impact.